Manufacturer narrative:
Lead model 3093, lot# v513994, implanted: (B)(6) 2010, explanted: na; extension model 3095, lot# nah046940v, implanted: (B)(6) 2010, explanted: na; programmer model 3037, lot# njd109086n.

Event description:
It was reported that the patient's implantable neurostimulator kept turning off. The device would not remain turned on for more than "several minutes." The device was reset by the healthcare provider (hcp), but the issue was not resolved. No patient symptoms or outcome were provided. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.